Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's pump had flipped. The pt's doctor recommended a revision. The flip was confirmed through imaging. It was not known if there was an issue with the implant. The pt thought that the pump was not "quite as tight" as other pumps she had implanted. The pt reported that she had gall bladder surgery on (B)(6) 2011. (B)(6) after the gall bladder surgery, the flipped pump was discovered. There was no med or therapy issue reported. The pt's health care provider was able to lift the pump and refill it. The pt still has therapeutic effect. The pt's doctor had planned to reposition the pump (B)(6) after the issue was reported. The pt's next refill was scheduled for (B)(6) 2011. The drug in the pump at the time of the event was not reported. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.